Event description:
The hosp alleges two events where the steri-cath was attached to the pt's tracheostomy or endotracheal tube. Within minutes of attaching the catheter, the hosp staff noticed a decrease in pt ventilation. The staff changed the ventilator which did not result in any improvement. The staff changed the catheter and the desired ventilation level was attained.